Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to a percutaneous endovascular aortic repair (pevar) procedure, the sutures of two proglide devices were preplaced successfully in the mildly calcified left common femoral artery (lfca) using the preclose technique. The arteriotomy was 5f. The sheath was upsized to 14f for the pevar procedure. After completion of the pevar procedure while advancing and tightening the knots of the successfully two preplaced sutures, a suture break occurred with both sutures. A balloon was placed in the lfca to stop the access site from bleeding out. The access site was rewired and two additional proglide sutures were attempted to close the access site. One of the two additional proglide devices attempted to close the access site had a cuff miss and was removed. The knot of the other proglide device was successfully advanced and tightened with no issue; however, did not achieve hemostasis as the access site was 14f and bleeding continued. Complete hemostasis was achieved with one suture of the proglide device and a non-abbott device. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure reported. The physician is reportedly trained in the use of the proglide device and established in the preclose deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that there was a venous sheath next to the arterial sheath during the closing procedure. Per the instructions for use - the safety and effectiveness of the perclose proglide smc devices have not been established in patients with ipsilateral femoral venous sheath during the catheterization procedure. It was reported that mild calcification was noted in a common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.